Event description:
It was reported, the patient is experiencing discomfort due to the ipg protruding. The patient may undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.